Manufacturer narrative:
Failure analysis for fiber model #0010-2400, lot #408a, serial #(B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the fiber cap also exhibits signs of a circumferential fracture of glass cap proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "fiber connection error" could not be confirmed; a cap failure was observed; the probable root cause of this failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a fiber connection error occurred; the error was cleared and the procedure continued. At 31,375 joules of use, the fiber connection error reoccurred, along with an "excessive fiber life" error message. The fiber was replaced and the procedure was completed using a second surgical fiber. There was no patient injury reported. Gland volume: 40 ml; time expended: 3:55 minutes.